Manufacturer narrative:
Further information was requested but not received.

Event description:
During a routine device replacement procedure, the right ventricular (rv) lead was capped and replaced due episodes of noise resulting in oversensing that had previously been observed. Subclavian crush was suspected. The patient was stable following the procedure.